Event description:
Revision surgery performed due to stem breakage, about 1 year and 7 months after the primary.

Manufacturer narrative:
Batch review performed on 27-apr-2023. Lot 1905978: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director. About 1,5 years after primary cementless tha in an overweight female patient, the femoral stem is found fractured at midshaft and requires replacement. No radiographic history was supplied, we were only given the pre-revision xrays. The uniqueness of the event requires more information to be properly evaluated: from the pre-revision xrays, it appears that the stem had potted distally and was proximally loose. Nonetheless, this condition, however unfavourable, is far from being unique, and it never resulted in early shaft fracture before. The weight of the patient is clearly a factor that contributes to increase stresses but again it does not justify the fracture. The stem, albeit of a small size, is standard and not lateral, the modular head was size "s", and we see no reason to suspect that the patient was systematically doing extreme sporting activity, so there is no apparent concomitance of risk factors that can multiply the stress on the stem. There is no report of any other surgery taking place on the treated hip since index surgery. And no report of traumatic events. For what could be surmised to be a fatigue fracture (a mere assumption, since the broken stem was withheld by the patient/hospital and we were not allowed to carry out a proper technical investigation), the time in situ was amazingly short. The clinical analysis alone cannot identify a definite root cause. We can recognize a number of factors that can certainly create significant stresses around the fractured section (weight of the patient, distal potting of the stem, proximal stress shielding) but there are no data in history that determine a recognizable pattern for this event, which remains unique. A detailed technical analysis of the fracture rim would be required in the quest for a root cause. Preliminary investigation performed by r&d project manager. The stem is not available for the visual inspection and for this reason this analysis has been performed looking at the images attached to the complaint where the fractured stem body is visible. The fracture is located approximately in the middle of the stem length, below the distal macrostructure. The photo of the fractured area section seems to show waves that are typical of fatigue fracture. Obviously a detailed laboratory analysis should be performed to add more information, but the stem is not physically available for this analysis. From the images it is clearly recognizable that the fractured proximal part body is completely covered with ha coating, while the distal fractured part is free of ha: probably the stem was not correctly osseointegrated with patient bone in the proximal part, fixed in the distal part only, free to bent under patient load as a result. We are not able to assert that this incorrect fixation is the unique cause of the stem fracture the occured fracture is very unique and, following what discussed above, it is not possible to identify the root cause.